Event description:
The customer reported the power supply defective. No patient involvement reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4). The customer did not provide philips with repair data.

Event description:
The customer reported the power supply defective. No patient involvement reported.